Event description:
It was reported that during implant of a bifurcated device, there was an endoleak. Reportedly, an arteriogram was done, and a main body and cuff were selected. The neck sealed, and the main body sealed. However, the limb had come 1/2 in 1/2 out of the iliac. Physician, thought there was an endoleak, and implanted another cuff, and was used to extend down to the bifurcated. The endoleak still remained, and it was noticed that the limb was not fully in. Therefore, the physician elected to implant a limb extension, but the endoleak remained. It was discussed to re-line with a bifurcated device, but due to bi-lateral limb extensions, and possibly having to correct wire wrap with rotation of device, and seating on limbs would be very difficult. Physician, elected to re-line with a competitive graft. A final arteriogram showed the endoleak sealed, and the patient is fine.

Manufacturer narrative:
Adequate medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: the severely angulated aortic neck (70 degrees) and the left iliac artery (110 degrees). Cautionary product use conditions that might have contributed to this event included the severely calcified bifurcation and iliac arteries. Hostile anatomy contributed to this event. During implant, there was evidence to support: a stent migration of the cuff, type iiia endoleak; and, stent migration of the left iliac portion of the main body back into the sac and the resultant type ib endoleak. Additional infrarenal and bilateral limb extensions placements were confirmed, although the left limb extension was unsuccessful. A total component relining was completed for the persistent endoleak. The last image might have demonstrated a persistent endoleak status post relining. This finding could not be determined because the study was non-dynamic. The patient was discharged to a skilled nursing facility on the forth post-operative day. Their recovery was complicated by pre-existing anemia coupled with operative blood loss, for which four units of blood were given. Based upon the investigation findings, the root cause has been determined to be due to hostile anatomy (the severely angulated aortic neck and left iliac artery) and the severely calcified bifurcation and iliac arteries. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.